Manufacturer narrative:
Type of investigation, investigation findings, and investigation conclusions codes updated for no product returned.

Event description:
It was reported that after a routine generator change the post-operation x-ray revealed right ventricular (rv) lead dislodgement. The physician elected to explant and replace the rv lead. The patient condition was stable before, during, and after the procedure.